Event description:
Diabetic reports obtaining blood glucose readings on suspect device of 90-100's mg/dl. Suspect device was only working intermittently. At the hosp, the lab blood glucose was 250's mg/dl.